Manufacturer narrative:
Investigation results: a complaint history check was performed and this is the 1st related complaint for needle breaks off during use and needle bending during injection on lot # 6355751. A lot history review for lot 6355751 cat no. 320122 was carried out and no non-conformances were raised in association with the packaged lot or the sub-assembly for needle break concluding all inspections were performed per the applicable operations and met qc specifications. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Bd was not able to duplicate or confirm the customer¿s indicated failure. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle from a bd ultra fine¿ insulin pen needle bent and broke off in skin during use. No injury or medical intervention.